Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged in outcomes attributed to adverse event, which was marked incorrectly as this is product problem only as mentioned in adverse event or product problem in previous report . Initial reporter name and address was missing in previous report, which is correctly updated in this follow up report. Brand name and common device name were incorrectly reported in reported in previous report, which are correctly reported in this follow up report. Report source incorrectly marked health professional including consumer, which is correctly marked as consumer only in this follow up report.

Manufacturer narrative:
Brand name was wrongly reported in initial report, which is correctly updated as dreamstation auto CPAP in this follow up report.